Event description:
This was a lead extraction case using a glidelight laser catheter. An injury occurred, but the patient did not recover and passed away. All other procedural specifics remain unavailable and attempts to obtain additional information are on-going. A follow-up report will occur if the facility complies with our requests for more information.

Event description:
This was a lead extraction procedure to remove one lead due to cied pocket infection. The rv ICD (model unknown) was prepped with a cook liberator locking stylet. A 16f glidelight laser catheter was used to lase down the rv lead. The patient experienced hypotension, a sternotomy was performed, and a tear at the innominate/svc junction was discovered. Unfortunately, the patient did not survive the intervention.